Manufacturer narrative:
Device evaluation: parapac plus 530a1166njp serial number (B)(4) was received with no damage to the unit or the circuit during visual inspection. Functional testing was performed and no fault with the device or patient circuit. All functions were found to be correct and within specifications. In an attempt to re-create the reported fault the unit was repeatedly tested at various input pressures ranging from 41-90psi (input gas pressure range stated on the unit). The unit continued to function correctly at all settings. The reported fault could not be confirmed; the unit functioned correctly and within specifications at all settings. DHR review summary:product manufactured feb 2018. Original DHR complete and within specifications. Allegation confirmed:no. Problem source:no fault found.

Event description:
Information was received that during maintenance of smiths medical parapac plus kit without internal peep and CPAP, the customer noticed the air supply for inhalation breath would not stop and could not be switched to that for exhalation breath even when the mode was switched to "air ventilation". No patient involvement.